Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Additional pro-code: hrx. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
Device report from synthes mitek reports an event in (B)(6) as follows: it was reported that the service: device is broken. Please check and repair. Error: internal fault error code 200, ref 11. This complaint is for one (1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10 device received (awareness november 6, 2019) h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H11 corrected data b3 unknown event date device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received and evaluated at the service center. The reported complaint that the device showed internal fault error code 200, ref 11 was confirmed. It was found that the psu board was defective. In addition to error code : 200 ref 11, error code : 200 ref 70 was also displayed by the device. The evaluation also indicated power failure with the device. The damaged psu board was replaced and the device was cleaned, repaired and found to be fully functional. The defective psu board is responsible for the error codes displayed by the device. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history a manufacturing r:ecord evaluation was performed for the finished device serial number (B)(4), and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.